Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported malposition/failure to deploy the suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of calcified right common femoral artery using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6fr sheath. Reportedly, the suture did not catch the vessel so there was no pull on the suture to release the loop from the suture bearing from the device. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.